Manufacturer narrative:
Additional information: it was confirmed that the device was a 42mm valiant stent graft. The implant date is unknown. As per the physician the cause of the event was due to further expansion of the aneurysm in the aortic neck. A secondary procedure was carried out six days after the endoleak was identified and a non-mdt 45 mm (gore c-tag) stent graft was implanted in zone 0 as part of a chimney technique, on the proximal side of the valiant that had been implanted in zone 2. B. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in the endovascular treatment of a unknown size thoracic aortic aneurysm on an unknown date. It was reported that when the patient returned for follow-up on an unknown date a type ia endoleak was observed. No cause of the event was reported. No additional clinical sequalae were provided and the patient will be monitored.